Event description:
It was reported that the customer experienced a high blood glucose level of 400 mg/dl. She reported the insulin pump would turn off, reboot, and do random things on its own. The customer also received an external ram crc error, an unexpected restart, and displayable history crc check failed on startup alarms. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.